Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (few attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high/erratic blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 316mg/dl, (B)(6), 9:09a, fasting. Result 2: 369mg/dl, (B)(6), 9:07a, fasting. Result 3: 291mg/dl, (B)(6), 9:06a, fasting. Result 4: 285mg/dl, (B)(6), 8:16a, fasting.